Event description:
Per the clinic, the patient underwent revision surgery under general anesthesia (B)(6) 2023, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.

Manufacturer narrative:
The reported adverse event is associated with a product that was not returned, or was not made available for analysis. The manufacturer investigation was based on the available clinical information. The reported issue is a known medical complication and no specific device analysis is deemed necessary at this time. This report is submitted on march 13, 2023.